Event description:
A patient reported that they lost aligners step 4 and step 7. The patient said that they restarted back to 1 and checked true for discomfort, sensitivity, chipped and has a pain level of 6.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.